Event description:
It was reported that the patient was seen one day after an operation. Sensing and thresholds were both noted to be poor on the right atrial lead. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced a few days later. The patient was stable.

Event description:
It was reported that the patient underwent a right atrial lead implant. The lead was explanted and replaced four days later due to dislodgement. The patient was stable.